Event description:
It was reported that fractured PICC at hub. Additional information: this event did not involve an urgent medical situation. It was discovered during a dressing change, an external fracture was found to be leaking, causing the need to change dressings. The PICC was removed and replaced with a midline. Surgery was not required to remove the broken pieces, and all were accounted for and removed successfully. The event did not interrupt or delay treatment. Lsl sterile central line kit was used with PICC/cvc securement tegaderm chg.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that fractured PICC at hub. Additional information: this event did not involve an urgent medical situation. It was discovered during a dressing change, an external fracture was found to be leaking, causing the need to change dressings. The PICC was removed and replaced with a midline. Surgery was not required to remove the broken pieces, and all were accounted for and removed successfully. The event did not interrupt or delay treatment. Lsl sterile central line kit was used with PICC/cvc securement tegaderm chg.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a fracture in the catheter is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter body adjacent to the molded suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) . An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.